Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral},hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, anaemia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported injury was update to pelvic pain. New events abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, psych injury, migraine and fatigue was added. Removal date added. Nondrug treatment added. Reporter causality comment added. Patients dates of birth added. Reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hypertension, migraine headache, fibroids, hematuria, depression, choledocholithiasis and anaemia. Previously administered products included for an unreported indication: amitriptyline, escitalopram, trazodone, norertindrone, propranolol and ferrous sulfate. In 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraine"). On (B)(6) 2012, the patient underwent cholecystectomy ("cholecystectomy"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced psychological trauma ("psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). The patient was treated with surgery (endometrial ablation in (B)(6) 2018 and salping. (Bilateral},hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, anaemia, psychological trauma, migraine, fatigue, depression and cholecystectomy outcome was unknown. The reporter considered abdominal pain, anaemia, cholecystectomy, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events abnormal bleeding (vaginal, menorrhagia), depression and cholecystectomy added. Onset date of migraine, psych injury, dyspareunia (painful sexual intercourse) added. Medical history added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.